Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was atherosclerosis cardiovascular disease.

Manufacturer narrative:
A partial lead measuring 4.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.